Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. During functional testing, a blank screen could not be reproduced because the device would not power on. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The damaged liquid crystal display (lcd) is the probable cause of the reported problem. The lcd requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a blank screen during an unspecified process step. There was no patient involvement. No additional information is available.